Event description:
It was reported that the patient was receiving dialysis treatment and went into a fast heart rate and the patient became unconscious. The staff recognized this and were unable to resuscitate the patient. The patient was externally cardioverted. It was noted the patient's arrhythmia was at a rate lower than the detection rate, so no therapy was delivered. However, the cardiologist thought the device did not function properly because the patient did not get therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4473, competitor implantable pacing lead, implanted: (B)(6) 2010. A 419488, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).